Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd plastipak¿ hypodermic syringe luer lok¿ malfunctioned as "they complain that the stamp is very tight on all the mentioned syringes sizes (3, 5, 10, 20, 30 ml)." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: it has been received 2 sealed samples of 10ll lot 1706017p for investigation. Upon visual inspection of the two samples received, no damage or molding defect can be observed in it that could be related to the alleged defect. DHR of lot 1706017p has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process break out force, sustaining force and silicone content tests are done per lot according to procedures pc-030 and pc-017. On checking the results for this lot, they are within specification limits according to procedure jg-500 (for 10ml syringes break out force max.4.5lbs, sustaining force max.2lbs; silicone weight ref: 2mg, max: 7mg). Break out force, sustaining force and silicone content tests are done with the two samples and results meet specification limits previously mentioned. Final products in this manufacturing line, for this reference and lot sizes are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures: visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Since no issues were identified during manufacturing process and manufacturing record stablished that all production and quality processes were carried out normally and samples evaluated meets specification limits, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect. Equipment used for testing/investigation: analytical scale 210 g/0,0001g (#04-102). Calibration period: 4-dic-2017 / 31-dic-2018. Instron #4301-h2598 (17-101). Calibration period: 24-may-2018 / 31-may-2019. Investigation conclusion: during manufacturing process break out force, sustaining force and silicone content tests are done per lot according to procedures pc-030 and pc-017. On checking the results for this lot, they are within specification limits according to procedure jg-500 (for 10ml syringes break out force max.4.5lbs, sustaining force max.2lbs; silicone weight ref: 2mg, max: 7mg). Break out force, sustaining force and silicone content tests are done with the two samples and results meet specification limits previously mentioned. Since no issues were identified during manufacturing process and manufacturing record stablished that all production and quality processes were carried out normally and samples evaluated meets specification limits, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect.